Event description:
Volcano pressure wire quit working. The wire was unplugged and plugged back in but still no tracking.

Event description:
Volcano pressure wire quit working. The wire was unplugged and plugged back in but still no tracking.